Manufacturer narrative:
The conclusions are as followes: - the analysis confirms that the connection system of the subject pacemaker (ventricular level) functioned as specified using a duplicate torque-limiting screwdriver. - the atrial setscrew was missing. Therefore, the root cause cannot be determined. - the production record has been reviewed confirming that the atrial setscrew was well present at the device¿s release. - the complaint is recorded for trending purposes. For more details, please refer to the attached analysis report.

Event description:
Impossible to screw the atrial lead to the pacemaker.

Event description:
Impossible to screw the atrial lead to the pacemaker.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.